Manufacturer narrative:
The reported complaint of a damaged teflon pad was confirmed. Visual analysis revealed that the teflon pad was burnt. This could have been the result of the heat generated by friction between the grasping section and a continuous vibration of the probe without the tissue being grasped. In addition, the distal tip of the probe showed a crack and appeared to be burnt. The crack may have occurred when the user inadvertently touched the probe distal tip to metal (i.e. Clips, forceps). Visual examination revealed the outer sheath had buckled. This phenomenon is due to the excessive force applied during the insertion and withdrawal of the device from the trocar.

Event description:
It was reported that during a unspecified procedure, the teflon pad was damaged. There was no pt injury reported. No additional info was provided.